Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): patient stated "the batteries have run their course" and they are trying to get the batteries replaced - patient clarified that the ins batteries have depleted 6 years ago and they have been trying to get them replaced but has run into issues with insurance.